Event description:
It was reported there was noise on telemetry, causing pacing inhibition. The physician felt it was due to the rv lead, which was explanted and replaced. The lead was connected to a y connector, and the doctor was not able to disconnect it, despite multiple attempts. The lead was cut and capped. No patient complications have been reported as a result of this event.